Event description:
(B)(4). A month after it was confirmed I was 100% was blocked I got pregnant. I couldn't continue with the pregnancy because it was a high risk pregnancy so I end up having an abortion, 5 years later I had a hysterectomy because of heavy bleeding (had to change me pad twice in a hour) constant bloating, I gained a lot of weight a lot of headaches (migraine) I had lot of pelvic pain I was very miserable.